Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) discrepancy was observed between the electrocardiogram (egm) and marker strip for the high rate episodes. Although the marker should be shifted a little to the right, actually it was shown clearly on the left side; and therefore, the egm and marker were not aligned. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the egm (electrogram) waveforms and markers. If information is provided in the future, a supplemental report will be issued.